Manufacturer narrative:
During preparation of the mynxgrip vascular closure device (vcd), the balloon ruptured. There was no patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 4 mm from the balloon proximal neck. A product history record (phr) review of lot f1812101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event of ¿balloon loss of pressure at prep¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what may have contributed to the issue reported. However, handling factors during prep are possible. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During preparation of the mynxgrip vascular closure device (vcd), the balloon ruptured. There was no patient injury. The device is available for analysis. No other information was provided.